Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient experienced stimulation changes due to the leads being slightly dislodged. On (B) (6) 2010, the neurostimulator (ins) was turned off, because the patient did not feel an effect of the stimulation. The patient complained to their physician that an acute pain was generated whenever the output of the ins was raised by 0.1 volt. The ins was explanted. Additional information has been requested.